Manufacturer narrative:
The customer called to cancel the service requested in connection with this event. In addition, the customer informed that biomed will make the repair in-house. The customer reported that the biomed engineer repaired the retraction cord problem. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by the customer that the power cord is not retracting in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
It was reported by the customer that the power cord is not retracting in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported. The customer called to cancel the service requested in connection with this event. In addition, the customer informed that biomed will make the repair in-house. The customer reported that the biomed engineer repaired the retraction cord problem.

Event description:
Customer called to cancel the service request. In house biomed performed the repair.